Event description:
It was reported that during an endothyroidectomy procedure a newly opened device. Ot nurse properly installed the device and underwent the testing and ready for use. When the doctor used for a few times, probably less than five times, the generator showed error code 5. Nurse uninstalled and re-assembled again and did the testing. Code 5 appeared again. Then surgeon decided to open another one. The second one was installed properly and passed the testing. Surgeon could use. However, after around 1.5 hour, code 5 appeared again. Ot nurse tried to use the gauze to clean the blade and found the blade was broken into two pieces. During the procedure, surgeon admitted he may contact the device with other instrument but not sure. The third one then, opened and the procedure was done finally. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Devices were returned with the distal tip of the blade broken off and returned with the device. On both devices, the remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The devices were activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade